Event description:
A battery/no power issue was reported with the adc device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced vomiting, lack of hunger, thirst and had a seizure. Customer was unable to self-treat and who ended up in the emergency room (ER)/hospital where they received unspecified treatment. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.